Event description:
The initial reporter contacted the heart valve programs to report that they had seen a pt with an implanted bjork-shiley delrin disc aortic heart valve who was experiencing "moderate regurgitation".